Event description:
During a ptca procedure, the maverick2 monorail balloon ruptured at 3 atms on the initial inflation. The lesion being treated was a calcified and 99% stenotic leison in a very tortuous proximal left circumflex coronary artery. A 6 fr terumo introducer sheath, a terumo jl4 guide catheter, and a pt2 guide wire were also used in the procedure. The maverick2 monorail balloon was removed and the procedure was successfully completed with another balloon. No pt injuries or complications were reported.